Event description:
It was reported a clearlink system continu-flo solution set would not disconnect due to being broken. During a heparin drip, a blood leak was noted; however, the IV was still intact. "Upon further inspection, it was noted that part of the IV tubing from the heparin infusion was stuck in the lumen cap and allowing blood to backflow out of the IV pigtail extension tubing. Pt was found in a very large puddle of blood. IV was still intact and flushed well. IV pigtail extension tubing replaced, and the new dressing placed as well." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic sample, a crack was observed at the luer lock body of the two piece luer lock assembly; however, the leak was not visible. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.